Event description:
IV pump was running heparin and spontaneously stopped running and displayed following error message: system error operating channels will continue as programmed. Replace pc unit as soon as possible. Settings unrestorable. Code: 120.4410.